Event description:
It was reported that the patient underwent a revision procedure to reposition the ipg due to experiencing discomfort at the pocket site. Nothing was explanted and the device remains implanted and in service. The patient is doing well postoperatively.